Event description:
After undergoing breast augmentation surgery in (B)(6) 2011, I gained (B)(6) in the two months following the operation and lost my period for six months. Within the first 6 months to a year I experienced constant inflammation throughout my body, constant fatigue was diagnosed with raynaud's syndrome, developed psoriasis and eczema, my nails became brittle and hair began to break and fall out and was diagnosed with vocal cord dysfunction. I also experienced more unexplained weight gain and muscle fatigue and brain fog (cognitive issues.) Episodes of blacking out with temporary left sided weakness and no definitive neurological diagnosis. In addition to these symptoms I have developed two cysts on my thyroid in the past 4 years. Labs have come back normal for autoimmune issues along with other generalized labs and vitamin deficiencies. I was informed by my plastic surgeon and primary care manager that my body could be suffering a foreign body response to the implants as well as a reaction to the silicone as they impact all of us individually. My original surgeon argued that they have no impact on the body, but several other plastic surgeons I have consulted with have let me know that these symptoms are similar to those experienced by women in the 90's before they were taken off the market for the first time.